Event description:
It was reported that this left ventricular (lv) lead was turned off due to the patient experiencing phrenic nerve stimulation. Additionally, a loss of capture occurred due to the phrenic nerve stimulation. Attempts were made via threshold testing to reprogram the lead but were unsuccessful. The physician elected to explant and replaced the lv lead as other system components were already being replaced due to a therapy upgrade. The patient is fully expected to recover, and no additional adverse effects were reported. This lv lead is no longer in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.